Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative educated the customer on the sf179. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.